Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module (pm) had a short. The power cable was exchanged but it did not resolve the issue. There was a power cable disconnect alarm and a loss of power to the pm. The pm will be returning for repair.

Manufacturer narrative:
Section d4: expiration date was erroneously included in the initial report but is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a short in the power module causing a power cable disconnect and no external power was not confirmed. Power module, serial ppm-25367, returned with a damaged battery clip. The battery clip was replaced, and the reported event was not reproduced. The system booted up as intended. A full functional checkout was performed and the unit passed all tests. Preventative maintenance was performed and the unit was returned to the customer and was ready for use. A root cause for the reported event was not conclusively determined through this analysis. Incidental findings: damaged power module battery clip the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, rev. C, section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all issues with the power module. Heartmate 3 instructions for use, rev. C, section 8-¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D. Section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. The IFU states how to store, transport, and maintain the power module to prevent damage caused by fluid ingress. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.